Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, scratched overlay, stained keypad overlay, cracked keypad overlay, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, end cap broken off and label damage. Alleged cosmetic damage was confirmed at [case battery compartment (cracked)]. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage on the battery compartment of the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device returned.